Event description:
The customer claims that product mpm-1-7 is being returned because three days after started monitoring the icp could not be measured. The monitor just displaying "-----" while ict was displayed properly. There was patient contact however, no injuries were reported.